Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine to the upper lips. Patient was satisfied with the immediate results. Three days after the injection, the patient's lips started to swell and was painful when they touched their lips. Patient was prescribed with antibiotics, anti-histamines and steroids 5 days after onset. The healthcare professional considered to the symptoms to be caused by inflammation or infection. Symptoms resolved 3 days later.